Event description:
It was reported that a pt was admitted emergently to the hosp where two stents were explanted due to migration. One of the stents reportedly perforated the heart. The devices are not being returned to the MFR.